Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer stated that the paramedics discovered that his glucometer was off by 90-100 points. The customer stated that the event was not related to the insulin pump. Nothing further was reported.